Event description:
Potential for injury associated with an (B)(4) 3-position recliner that will not go up and where the seat is cracking. This event could result in inconsistent operation of the unit which could potentially result in injury to the user.